Event description:
Adverse event(s): no pt injury reported (no consequences or impact to pt). Product problem(s): "the system was not cutting efficiently" (failure to cut). The nurse reported the system was not cutting efficiently. Additional information received from the nurse stated the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The cutter solenoids were replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).